Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a major upper gastrointestinal tract bleeding and was discharged on (B)(6) 2023. The patient reportedly has a documented history of lesion or condition in the bleeding site that could potentiate the bleeding episode and extensive oozing from the stomach lining. The cause of the bleeding was thought to be angiodysplasia caused by steady flow. On the date of admission, the patient was transfused with less than 4 units of red blood cell concentrate.

Manufacturer narrative:
E1: reporter email not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.